Manufacturer narrative:
The catheter has been evaluated. The catheter segment distal to marker band is thinned; the tip is partially separated at the point between the marker band and the end of the catheter braid. Based on the investigation, the damage to the distal tip is likely to have occurred as a result of shaping the tip of the catheter.

Event description:
Treatment of an aneurysm. It was reported the physician used steam to shape the tip of the catheter during preparation, and the tip separated from the catheter. No pt injury reported.